Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 1.1, lab: 3.8. Therapeutic range: 2.5-3.5. Time between tests: 1 hour.